Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, weight within specification. Also, observed a split in patch(ss), it is out of specification per qa 199.04. Based on the device analysis the final assessment is: split in patch assessed as workmanship.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.